Event description:
It was reported by service report that the IV pole pivot is broken with sharp edges exposed and it is not able to hold the IV pole securely. No pt involvement or adverse consequences are reported.